Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of excessive no delivery alarms from the insulin pump. The patient's blood glucose of the time was unknown. The customer stated that she received the alarm about 2 to 5 times per day. The customer mentioned that she has changed her site 5 times in the last three days. The customer declined to troubleshoot for recurring alarms. The insulin pump will be returned for analysis.